Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stripped battery cap (p) at coin slot area.